Manufacturer narrative:
The field service engineer decontaminated the ise flow path. The investigation determined the issue is consistent with a contaminated flow path and the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the cobas pro ise analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received questionably low ise results for an unspecified number of patient samples tested on the cobas pro ise analytical unit. The customer provided an example of one patient sample with discrepant k electrode results. The sample initially resulted in a k value of 4.06 mmol/l. When the sample was repeated on a second analyzer, the result was 2-3 units higher. No specific repeat data was provided.